Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record could not be completed as no lot number was received. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the unspecified bd insyte¿ IV catheter was found broken during use and resulted in some of the contrast agent not being injected. The catheter was being used on the patient for a lung examination. The following information was provided by the initial reporter, translated from chinese to english: "the patient went to the radiology department for enhanced CT examination of the lung at about 11:30, and the examination began at 11:40. When the contrast agent was injected into about 20ml, there was an alarm with the high-pressure syringe, but the injection could be continued. After the patient completed the examination, it was found that the catheter was broken, resulting in some of the contrast agent not injected, and the image effect was not good."